Event description:
It was reported that the device is dull. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed as the evaluation revealed that the cutting edge shows no significant damages. However the shaft is heavily bent.